Event description:
The event is reported as: the customer alleges the device is falling apart at the lubricated connection on the swivel connector.

Manufacturer narrative:
Product usage is unknown at the time of this report. It is unknown if the device sample is available for evaluation. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changed were required. The complaint can not be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.